Event description:
The galaxy coil (640cx2535/ 15912164) stretched during inserting into the target aneurysm. The device was received for analysis. An sl 10 microcatheter was used with the coil, and after the event, the same microcatheter was used with the next device. No resistance occurred during insertion, advancement, positioning, or removal of the coil delivery system, and one to one relationship was maintained between the delivery system and coil. During placement, the coil was not left in the aneurysm, while the microcatheter was repositioned. A constant and dedicated saline source was used at all times through the microcatheter, and the microcatheter was not re-shaped. After the event, no damages were noticed on either device (kink, bend, fracture, separate, stent, etc.), and after removal from the patient, the coil remain attached to the delivery system. The target site was the left (ica) internal carotid artery.

Manufacturer narrative:
The galaxy coil (640cx2535/ 15912164) stretched during inserting into the target aneurysm. The device was received for analysis. An sl 10 microcatheter was used with the coil, and after the event, the same microcatheter was used with the next device. No resistance occurred during insertion, advancement, positioning, or removal of the coil delivery system, and one to one relationship was maintained between the delivery system and coil. During placement, the coil was not left in the aneurysm, while the microcatheter was repositioned. A constant and dedicated saline source was used at all times through the microcatheter, and the microcatheter was not re-shaped. After the event, no damages were noticed on either device (kink, bend, fracture, separate, stent, etc.), and after removal from the patient, the coil remain attached to the delivery system. The target site was the left (ica) internal carotid artery. A non-sterile og cmplx xtrasoft coil 2.5x3.5 was received coiled, inside of a plastic bag. The hypotube was inspected and several kinks were noted on it. The introducer not returned for evaluation. The support coil and grippers were found without damage while the embolic coil was found stretched and the suture of it was found broken. The gripper and embolic coil were inspected under microscope; the gripper was found without damage while the embolic coil was found stretched as well as the suture of the embolic coil appears was elongated before it was broken. A review of the manufacturing documentation associated with the lots presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The failure reported by the costumer as ¿coil ¿ stretched¿ was confirmed during the analysis. The condition of the embolic coil and the damages found on the device was apparently caused by applying excessive force on it but it could not be conclusively determined. However these defects could not be related to the manufacturing process and procedural factors appear to have contributed to have these damages. Neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process. Additionally inspections are in place that prevents this kind of failures leaving from the facility. Therefore, no corrective action will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. (B)(4). Product was received for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The product will be return for analysis, but it has not been received. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Product was received for analysis. Additional information will be submitted within 30 days of receipt.